Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 50 mg/dl then got up to 200 mg/dl and 139 mg/dl. The customer was treated with bolus for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. Customer does not use auto mode feature at the time of reported event. Customer reported insulin exited at the quick release. The customer was sensitive to carbohydrates and was on a low carbohydrate diet. The device will not be returned for analysis.